Manufacturer narrative:
Return of product has been requested. Reporter returned one brush head on 04-may-2018. Product investigation is in progress.

Event description:
Consumer wrote stating that the brush head fell apart while in use. No injury was reported.